Event description:
It was reported that a malfunction with code malf 9 occurred, but no notable events preceded the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears. The customer understood and acknowledged the instructions.